Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a warning was triggered on the right atrial (ra) lead due to high, infinite impedance. Since then, the impedance has been variable. A lead fracture was suspected. The lead was reprogrammed and a replacement is planned. The lead currently remains in use. No patient complications have been reported as a result of this event.